Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, it is presumed, that the main lamp could not be turned on stably, due to a failure of the power supply unit. And the emergency lamp was switched intermittently. The cause of the failure of the power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The spare lamp of the unit comes on intermittently due to a faulty power unit. Additionally, the service inspection found the external front panel is damaged. The scope socket has a loose connection. The main pc board has damaged components. The main xenon lamp was a non-olympus lamp. The pump unit failed due to stress/damage and the lense base is damaged the investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset evis exera iii xenon light source was returned to the service center. There was no reported allegation of any malfunction associated with the device. However, upon inspection and testing, the spare lamp of the unit comes on intermittently due to a faulty power unit. No patient involvement or harm was reported to olympus.